Manufacturer narrative:
The reported torn leaflet was confirmed. Leaflets 1 and 3 were torn at stent posts. A portion of leaflet 3 had been previously removed. Stent post 2 was covered in pannus ingrowth, which extended over the outflow commissure between leaflets 1 and 2. Leaflet 3 contained a microcalcification and focal degenerative changes. X-ray examination found stent post 3 was twisted and bend; however, it could not be definitively determined when the damage was incurred. No inflammation was found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. The pannus ingrowth over stent post 2 is possible indication of interaction with the aortic wall. The ingrowth had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. While it could not be definitively determined if the stent post damage existed prior to explant, it would augment the stressors of the pannus ingrowth. Furthermore, the microcalcification and adjacent degenerative changes are indicative of biological factors which are known contributing factors to leaflet tears.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. During follow-up aortic insufficiency (ai) was noted. On (B)(6) 2020, the valve was explanted. Upon explant a leaflet tear was noted. The valve was replaced with an edwards resilia valve. The patient was reported to be in stable condition.